Event description:
It was reported that the patient underwent a previous intervention on (B)(6) 2011 during which a xact stent was implanted in the left internal carotid. The patient had undergone an ultrasound, which was abnormal, so on (B)(6) 2011 the patient was rehospitalized to check for restenosis; however, when the patient was catheterized, it was observed that the stent had fractured in a circumferential manner, mid stent. A 7x20 xact stent was implanted intrastent for treatment of the fractured stent. The patient is reported to be good post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a stent fracture include, but not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. To ensure that these factors are not observed during manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. In addition, stent damage/fracture is a known potential adverse event as listed in the xact instructions for use. A definitive cause for stent fracture could not be determined; however, there is no indication of a product quality deficiency. A review of the lot history record and a query of the complaint handling database were not performed because the device was not returned for analysis and the part and lot numbers were not reported.